Event description:
Customer's father reported hospitalization due to high blood glucose. Customer was vomiting and thirsty. Caller stated that the blood glucose levels would not decrease. Diagnosed diabetes ketoacidosis. Customer was admitted into ICU. Hospital treated with insulin drive. The current blood glucose reading is 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.